Manufacturer narrative:
No fix was provided; ge engineer was contacted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the injector button was stuck, making the system unable to produce x-rays on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.